Manufacturer narrative:
Two microsensors were returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the devices met all manufacturing and quality testing/inspection specifications prior to distribution. For the device with serial number (B)(4), it was found that there was no visible damage to the sensor or connector. Minor kinks were found along the catheter body. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reported failure. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2015-10655 for information regarding the additional device involved in this event.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The two sensors used have shown far too high values which has led to a strong uncertainty. For that reason it was discussed whether the patient should be treated immediately in the or at night (2:30 a.m.). The or team decided however to perform a CT scan first with the result that an emergency or is not required. Patient stable after event. (B)(6) 2015 per rep: "customer used another system in parallel to monitor the icp. The results of both systems are shown in the print-outs which will be also submitted to us."